Event description:
Related manufacturer reference number: 2017865-2024-71625, 2017865-2024-71626, 2017865-2024-71627, 2017865-2024-71629. It was reported that the patient presented for a follow-up visit with a pocket infection and erosion. The device and leads were visible from the opened incision site of the implanted device pocket. The physician explanted the entire system, including an implantable cardioverter defibrillator, a capped right ventricular (rv) lead, a chronic rv lead, a right atrial lead, and a left ventricular lead. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.